Event description:
It was reported by service report that the right side rail release handle was not working properly and the side rail was unable to be locked in the upright position. No pt involvement or adverse consequences are reported.